Event description:
Subsequent to the initial report filing, additional information received via an article article titled: leaflet tear or what? A challenging echocardiographic diagnosis after percutaneous mitral valve edge-to-edge repair, reporting that surgery [mitral valve replacement] was performed on (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
The reported surgical intervention was also a case specific circumstance as the patient underwent mitral valve replacement on (B)(6) 2021. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported incomplete coaptation appears to have been a result of procedural conditions (posterior leaflet tear). A cause for the reported tissue damage could not be determined. The reported recurrent mitral regurgitation and heart failure appear to have been cascading events of the leaflet tear and incomplete coaptation. The reported patient effects of tissue damage, recurrent mitral regurgitation, and heart failure are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances, as the patient was re-admitted to the hospital due to heart failure exacerbation. There is no indication of a product quality issue with respect to manufacture, design or labeling. The steerable guide catheter and second clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage, increased mr, heart failure, and clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+. The first clip delivery system (cds 00718u126) was advanced to the mitral valve and the clip was implanted. It was decided to add another clip to further reduce mr. The second cds (00416u105) was advanced to the mitral valve without issue and when grasping and performing leaflet insertion assessment (lia), a hematoma [thrombus] was noted outside the left atrium. Therefore, the clip was retracted the to the left atrium. Transesophageal echocardiography (tee) and transthoracic echocardiography (tte) was performed but no conclusion could be reached, so the second clip deployment was aborted. The cds was retracted from the patient anatomy. Computed tomography (CT) was performed after the procedure, but no hematoma was found. However, blood was noted adhered to the probe after it was removed. Additionally, a right to left shunt was confirmed after the steerable guide catheter (sgc) was removed. One clip was implanted, reducing mr to 2+. There was no treatment for the hematoma or shunt. The patient condition is stable. The patient was discharged from the hospital on (B)(6) 2020. On (B)(6) 2020, a transthoracic echocardiography (tte) showed that the first clip had detached from the posterior leaflet (single leaflet device attachment/slda) and leaflet damage was noted. The mr had increased to 4+. The clip remained stable. The patient was re-admitted to the hospital due to heart failure exacerbation on (B)(6) 2020. The patient is planned for mitral valve replacement surgery. No additional information was provided.